Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. Based on the information gathered it appears most likely that the shoulder clip of the sling detached from the spreader bar of the maxi twin lift at the beginning of the patient's transfer from the bed to the chair. It was indicated that the sling was not properly attached, as stated by our technician who visited and interviewed the customer: "not correctly hooked." When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The maxi twin lift and the sling were inspected and no malfunctions were found that could have caused or contributed to the event. Based on this, we are able to clearly assume that the lift and the sling were found to have been up to specification, when the event took a place. It can be established that the sling and the lift, which work together as a system, were being used for patient handling but it appears it contributed to the event possibly due to a user error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. Based on received information it is clear that the person was lifted from horizontal position and that the sling was not attached correctly to the spreader bar of the lift. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked if the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. The maxi twin lift instructions for use (IFU) contains crucial warnings, inter alia: "important: always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up." Consequently to the above, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously for previous incidents. The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers counts as insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer.

Event description:
On 02 dec 2015 arjohuntleigh received a customer complaint where it was indicated that during the patient's handling from the bed to a chair using the maxi twin passive lift and the sling one of the clip (shoulder clip) detached from the spreader bar because was not properly attached. As a consequence the patient fell and sustained head trauma with contused lacerated wound. It was reported that the patient go for surgery, tac.